Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the ophthalmic segment of the right internal carotid artery using a benchmark 6f 071 delivery catheter (benchmark) and a non-penumbra long sheath. During the procedure, the physician experienced resistance while inserting the benchmark into the long sheath and subsequently, the distal tip of the benchmark became damaged. Therefore, the benchmark and catheter were removed. The procedure was completed using a new benchmark and another sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra distributor on 08/16/2021. Evaluation of the returned benchmark revealed that the distal shaft was ovalized. If the peel-away sheath, provided with the benchmark, is not properly utilized prior to advancement of the device into a parent device, damage such as ovalizations may occur. During functional testing, resistance was experienced while attempting to advance the benchmark through a demonstration neuron max due to the ovalization on the distal shaft and the benchmark could not advance any further. Further evaluation revealed an ovalization on the proximal end and kinks. This damage was likely incidental to the reported complaint and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure in the ophthalmic segment of the right internal carotid artery using a benchmark 6f 071 delivery catheter (benchmark) and a non-penumbra long sheath. During the procedure, the physician experienced resistance while attempting to insert the benchmark into the long sheath and subsequently, the distal tip of the benchmark became ovalized. It was reported that the benchmark could not be advanced into the sheath. Therefore, the benchmark and sheath were removed. The procedure was completed using a new benchmark and another sheath. There was no report of an adverse effect to the patient.